Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that both cardanic arms of the polaris 600 system showed flaking paint. Reportedly, the paint flakes dropped into the sterile field. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation was based on the provided information and photos. The photos show locally limited and linearly arranged paint peelings on the affected light cardanic. Additionally, it was found that a disinfectant has been used on site for cleaning and wipe disinfection of the product surface that is not recommended for use in the associated instruction for use or in its insert sheet for reprocessing. Scratches, collisions, or other external impacts can directly impair or pre-damage the paint structure. During surface disinfection, disinfectants may penetrate under the paint layer and adversely affect the paint adhesion. The investigation concluded that the reported failure was caused by a combination of rough handling, incorrect disinfectant and mechanical action during disinfection over a certain application time. There was no systemic production or design fault identified. The affected cardanic has already been replaced. The instruction for use contains the warning that collision of the light bodies or the parts of the arm system with other objects must be avoided. If the mechanical integrity and surface of the system parts are impaired, this is obvious to the user during handling and cleaning. According to the instructions for use, the device and the arm system must be checked for visible damage before each use and during reprocessing as part of the check to ensure that the system is ready for operation. The instruction for use of the device includes a list of disinfectants that are suitable for the respective reprocessing procedure and area of application. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that both cardanic arms of the polaris 600 system showed flaking paint. Reportedly, the paint flakes dropped into the sterile field. No health consequences for the patient were reported.